Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right (od) eye. At a post-operative visit, there was an iop spike. The icl was explanted and a shorter icl was implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.